Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged pump over delivering, magnetic field exposure (MRI), and having high/ low bgs. In addition customer alleged pump had cosmetic damage at the back of pump(serial number). Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08650 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found¿ no damage¿on the motor. The motor was tested outside of the device and passed. No magnetic field exposure noted during testing or any motor errors. In further full review of the pump history on the event date of mar 31, 2021 found total bolus deliveries of 51.5u. Test p-cap / reservoir locks properly into place. Pump received with scratched case, cracked keypad overlay, serial number label missing, cracked case(battery tube), and cracked case-corner of belt clip rails. Cosmetic damage was confirmed where serial number label missing was noted. Customer allegation for pump over delivering and magnetic field exposure(MRI) not confirmed during testing. Unable to verify customer alleged for high and low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl and went down to above 490 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that insulin pump was exposed of magnetic field. The auto mode was active at that time. Customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.